Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# :unknown, product type :recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that around (B)(6) 2019, the patient started to feel pain again. It was noted that the patient hadn't used the stimulation for 6-7 months, so when they went to use the ins for the return of pain, they kept getting the poor communication screen. They tried replacing the batteries in the programmer but that did not resolve the issue. It was reviewed that the ins was likely in overdischarge, so they were redirected to see the doctor to have the device checked to determine if it was in overdischarge. No further complications were reported or anticipated. Additional information was received from patient's family member. It was reported that patient had ins implanted in 2017, but the pt's pain was not helped by the ins, so after a couple months they increased pt's morphine and stopped using ins, and have not used ins since end of 2017, beginning of 2018. Over time, the pt's activity level changed and he started sleeping on the sofa, which made him get bed sores and water retention. Once pt started sleeping in his bed again, the bed sores and water retention went away, however pt's pain started to come back (pss asked, caller said this was in (B)(6) 2020). The pain occurs as soon as the pt transitions from his bed to the wheelchair. The doctors did increase pt's morphine, but that is not helping as much as it should be, so they wanted to see if turning therapy on again would help with the pain. On (B)(6) 2020 when he tried to connect to ins to charge, the insr was not able to connect. Caller was redirected to patient's hcp. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their ins restarted and since then it was taking 6 to 7 hours to charge the ins. The caller also stated that the patient's ins was depleting in 4-5 hours (quickly).